Manufacturer narrative:
Age at time of event: 18 years or older. Describe event or problem and other relevant history updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen (shaft). The tip, balloon, markerbands, and inner/outer shaft, were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and there was a burst in the balloon material that was 8 mm in length. Inspection of the remainder of the device found on other damage or irregularities. There is no indication the device was inflated over rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After crossing a non-bsc guide wire, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the 2nd inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After crossing a non-bsc guide wire, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the 2nd inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.